Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump display screen was becoming dim over the past 3 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was powered on and the display screen was noted to be dim and discolored. The pump display was replaced with a test display and the display issue resolved. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.